Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.25x12mm xience xpedition referenced is filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed initial 30 day medwatch report, additional information received noted that restenosis was found in both stents. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015 two xience xpedition stents (sizes 2.25x12 and 3.0x15) were implanted in the mid to proximal left anterior descending (lad) coronary artery to treat in-stent restenosis. On (B)(6)2015 the patient was diagnosed with unstable angina. The mid lad had 99% stenosis treated with percutaneous coronary intervention using a drug coated balloon. The physician commented that in-stent restenosis occurred due to the patient not observing dietary instructions and smoking cessation. The patient's clopidogrel was replaced with prasugrel. The condition improved. No additional information was provided.